Manufacturer narrative:
Concomitant product: pm2210, ipg, implanted: (B)(6) 2010.

Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead exhibited noise on the electrocardiogram. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.